Manufacturer narrative:
H.6 investigation summary investigation summary: ¿ scope of issue: the scope of issue is only limited to accuri c6 system, part # 653118, and serial # (B)(6). ¿ problem statement: the customer reported a complaint regarding a fluidic leak, possibly biohazard, where the tube gets refilled on (B)(6) 2022. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue with part # 653118. Date range from (B)(6) 2021 to date (B)(6) 2022. ¿ device history record (DHR) review: this DHR review is not required to be performed per cbi-094, 6.3.4.2, because this complaint and reported issue was confirmed through the servicemax and trackwise database. ¿ complaint history review: there are 9 complaints related to the issue of a leak from clog or valves for part # 653118. Pr# (B)(4) and this one, 6334601. Date range from (B)(6) 2021 to date (B)(6) 2022. ¿ returned sample analysis: a complaint sample was not requested because there were no replaced parts. ¿ service history review: review of related work order #: n/a; case # (B)(4) install date: (B)(6) 2016 defective part number: n/a work order notes: o subject / reported: 653118 - accuri c6 system - tube is refilled o problem description: ladies and gentlemen our facs has been showing new "curiosities" for about 2 months. The sample will no longer be confiscated. The software shows a negative value at 'microliter'after a few cleaning cycles and trying it out with water, I noticed that these displays are dripping out of the sip. At first this could be solved by switching it off and on again. Now it drips however also thereby from the sip. Can you give me a good tip what else I can try? Thank you in advance and best regards silke steinborn o work performed: n/a o cause: n/a o solution: n/a o parts replaced: n/a case comments: (the last created) o created by: (B)(6) ((B)(6) 2022 10:47 pm) / last modified by: (B)(6) ((B)(6) 2022 10:47 pm) o case: (B)(4) o user: (B)(6) o edit date/time: (B)(6) 2022 06:47:56 gmt o field: solution notes o old value: null o new value: case is >30 days, customer has been contacted several times and has not given any feedback - the device is either running again or there is currently no interest in a repair - also the c6 is out of service and a repair probably no longer possible - case will be closed. ¿ labeling / packaging review: n/a ¿ risk analysis: risk management file part # 10000214703, rev. 01/vers. A, bd accuri c6 plus risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no o ID: 2.1.7 o hazard: user spills sample waste fluid during procedure to unclog the sip, using syringe. O cause: user disconnects the fluidics harness and spills sample waste fluid. O harmful effects: exposure to bio hazardous material. O residual probability: 1 o residual severity: 4 o residual risk index: 4 o residual risk evaluation: a o new hazards: none ¿ potential causes: based on the investigation, the potential cause of the tube being refilled could not be determined. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, risk analysis, and servicemax, the potential cause of the tube being refilled could not be determined. A css (customer support specialist) was in constant contact with the customer remotely recommending solutions to the issue. It was recommended to perform a check that the waste line is not twisted or blocked, and that the fluidic connections are inserted correctly. A tip was also given to perform a flush to assist in clearing out the waste line and use hot water several times. The customer was finally asked if they wanted a repair done by an engineer but there was no response to the request. This case was open for more than 30 days and the customer was contacted several times but there was no more feedback nor responses. The device was either working again or there is currently no interest in a repair. In addition, the c6 is out of service and a repair may not be possible, according to the css. Although, the event type leak of biohazard not contained withing the instrument, there was no report of the customer being harmed or injured to biohazard exposure. There was also no report of any patients harmed or injured from erroneous results. The safety risk of this hazard has been identified to be within the acceptable level. ¿ conclusion: based on the investigation, the complaint was not confirmed, and the potential cause of the leak and the tube being refilled could not be determined. The css attempted multiple times to get a response from the customer but there was no response. So no resolution or cause could be found and case (B)(4) was closed. There was no report of any customer or patient being harmed to exposure or erroneous results. The safety risk of this hazard has been identified to be within the acceptable level. Based on the investigation results, a CAPA is not required because there was no impact to customer and patient health or safety. ¿ supporting document: n/a h3 other text : see h.10.

Event description:
It was reported that while using the bd accuri¿ c6 system that facs has been showing new "curiosities" for about 2 months. The following information was provided by the initial reporter: our facs has been showing new "curiosities" for about 2 months. The sample will no longer be confiscated. The software shows a negative value at 'microliter'. After a few cleaning cycles and trying it out with water, I noticed that these displays are dripping out of the sip. At first this could be solved by switching it off and on again. 1. Was the leak contained within the instrument? No 2. Was the leak in a customer accessible location? Yes 3. Was there spray of fluid under pressure? Define pressure. It was dripping, there fore yes a bit but not much. 4. What was the fluid that leaked? Flow 5. What is the source of leak -- waste line or non-waste line? Sample line ¿ could also contain residual samples 6. Was the customer exposed to blood or bodily fluids? No 7. Was there any physical harm to the customer as a result of the leak? No.

Event description:
It was reported that while using the bd accuri¿ c6 system that facs has been showing new "curiosities" for about 2 months. The following information was provided by the initial reporter: our facs has been showing new "curiosities" for about 2 months. The sample will no longer be confiscated. The software shows a negative value at 'microliter'. After a few cleaning cycles and trying it out with water, I noticed that these displays are dripping out of the sip. At first this could be solved by switching it off and on again. 1. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? Yes. 3. Was there spray of fluid under pressure? Define pressure. It was dripping, there fore yes a bit but not much. 4. What was the fluid that leaked? Flow. 5. What is the source of leak -- waste line or non-waste line? Sample line ¿ could also contain residual samples. 6. Was the customer exposed to blood or bodily fluids? No. 7. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
Initial reporter phone #(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.